Event description:
Surgical treatment for osteoporotic vertebral collapse with neurological deficits: retrospective comparative study of three procedures¿anterior surgery versus posterior spinal shorting osteotomy versus posterior spinal fusion using vertebroplasty (kashii,m.) Publication date: apr 2013. N=2: deep wound infection.

Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.